Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 275cc mentor smooth round moderate profile left breast implant and an unspecified saline right breast implant experienced bilateral capsular contracture baker grade unknown, left sided deflation and left sided device extrusion post procedure. Patient underwent several surgical procedures to correct the capsular contractures on an unspecified date. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 31, 2022, the mentor failure analysis lab has received the device for evaluation. Impacted product received is a 275cc mentor smooth round moderate profile saline breast implant, product code is 3501640, lot number is 6698612. The investigation of the returned device was completed by the failure analysis lab on february 15, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device 6698612 number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).